Event description:
It was reported that the rubber seal on the smartlife large aseptic housing broke during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the rubber seal on the smartlife large aseptic housing broke during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, housing seal broken, was duplicated. Through visual inspection, the technician found that the o-ring was broken/split in half. A broken o-ring can cause or contribute to the device not maintaining hygienic safety. The possible and most likely cause would be improper cleaning or sterilization by the customer. The use of improper chemicals or the wrong temperature setting would cause the o-ring to weaken/degrade, which makes it more prone to splitting. The product is not a repairable device and will not be returned to the customer.